Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported mammography (mm), ultrasound (us) and magnetic resonance imaging (MRI) found rupture in left device. The device remains implanted.